Manufacturer narrative:
(B)(4).

Event description:
It was reported that over sensing was noted. No intervention was performed, the physician decided to monitor the patient only. No adverse consequences for the patient were reported.